Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, crease fold, deformation, red particle in the shell and yellow biological tissue in the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "thickening of the capsule, contracture in some parts".the device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Explanting physician later reported "thickening of the capsule, contracture in some parts".